Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had scale marking issues. The following information was provided by the initial reporter: "during processing of batch 3158955, syringes with bad print were discovered. In total, 22 500 syringes had to be processed. At the moment of discovery, 7500 syringes were already processed. The defect had an incident of 90%. This is classified as a critical defect as the volumetric scale is illegible. According to our local quality procedures, we are required to reject the batch."

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported there were syringes with bad print. To aid in the investigation, twenty loose samples of 1ml luer lok syringes were received for evaluation by our quality team. Three samples had no defects. Seventeen samples had smeared print on the graduation lines between the 0.7ml and 0.8ml graduation lines. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 309648, lot 3158955. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3158955 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.